Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2010 during drain cycle 3. The programmed fill volume was 1500ml and the total ultrafiltration (uf) volume was 1236ml. This drain volume meets baxter's iipv criteria. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The device was determined to meet specification with regards to the iipv. No issues were identified during a review of the device's previous service history record (shr) that may have contributed to the reported problem of the iipv. The assignable cause of the iipv found in the log review was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.